Manufacturer narrative:
This report is being supplemented to provide additional information, based on the approved final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, the following led to the malfunction: failure of the printed circuit board. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during a diagnostic lower gastrointestinal endoscopy procedure, the image was not displayed on the video system center. After start up, the entire screen turns green, and then the patient information on the left side disappears. When the patient information disappears, keyboard operations are not accepted. The patient information had disappeared, but the endoscopic image remained visible, so the endoscope could safely be removed. The procedure was then completed. There were no reports of patient harm or injury.